Event description:
Reportedly, it was observed on the programmer screen that the ECG and the pacing threshold screen disappeared after leaving the threshold test tab and then returning to this page.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was observed on the programmer screen that the ECG and the pacing threshold screen disappeared after leaving the threshold test tab and then returning to this page.